Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels of up to 503 (mg/dl) for a few days. Customer changed pump supplies, insulin vial, and administered insulin injections to treat bg levels. Reportedly, customer has been using the pump to calculate the amount of insulin needed to treat bg levels and administers the calculated amount using insulin injections; however, customer reported that their bg levels still remained elevated. Customer also reported that the experienced a low bg level on (B)(6) 2016 of 48 (mg/dl) that they believe may have been caused by delivering too much insulin via manual injection. Customer consumed carbohydrates to stabilize bg level. System check with tandem technical support on (B)(6) 2016 indicated pump was performing as intended. Customer indicated that they have been in contact with their health care provider to discuss their bg events.